Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott. One wire was noted to be bent out of place. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 12mm asd was selected for implant. Upon deployment, the device deployed in the shape of a cobra. The device was removed, exchanged for a 13mm device, and the procedure was successfully completed. The patient remained hemodynamically stable throughout the procedure.